Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was found to have an intracerebral hemorrhage at an outside hosp after his wife called 911 on the advice of the lvad team. The pt's wife called to report the pt was "delirious, pulling at wires and was vomiting overnight." Anticoagulation was reversed, the pt monitored by neurology and neurosurgery. Vad interrogation revealed the driveline had been disconnected a couple times for a brief period on admission to the hosp. No surgery was indicated. The pt underwent a CT and cta. Further info from the vad coordinator indicated the pt was not found to have an embolic stroke and was discharged home on (B)(6) 2014.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.